Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep the atw35 instrument was difficult to fire and broke on the attempted 3rd use. Needed excess force to fire, no excess tissue. The case was completed using another instrument. There was no consequence to the patient.